Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was not reported. It was not reported if the patient was hospitalized for the event. On the same day as peritonitis diagnosis, the patient was treated with vancomycin hydrochloride for injection (2500mg, every day, intravenous, discontinued after 15 days), amikacin sulfate injection (0.2g, every day, intravenous, discontinued after 15 days) and fluconazole tablets (100mg, every day, orally, discontinued after 15 days) for peritonitis. Sixteen (16) days after peritonitis diagnosis, the patient recovered from the event. Pd therapy was ongoing. No additional information is available.